Manufacturer narrative:
Two 4.5mm cannulated endoscopic drills were returned for evaluation. Visual assessment of the drills confirmed the reported breakage. The entire drill head has broken from each drill shaft. The drill heads were returned in three pieces making dimensional inspection prohibitive, portions of the drill heads are missing. The drills shafts are both bent. The break sites are splayed in a manner that is consistent with contact with a bent guide wire. Dimensional assessment of the shafts confirmed they meet print specification. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ it has been determined that the material associated with this device is not implantable. However, this material has not been determined to be toxic when implanted. Patient follow up for hypersensitivity issues should be considered. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the distal tip of the 4.5mm endoscopic cannulated drill bit broke in the patient's femur. Used another 4.5mm cannulated drill bit to try to push the other piece out. The tip of that drill bit also broke in patient's femur. Most of drill bit able to be retrieved. See (B)(4) for second drill bit that broke in the patient. Not all pieces were removed from the patient. Fluoroscopy was used to remove the fragments though a few fragments remain in the patient&#62688;femur. The patient is aware. An acufex 5.5mm drill bit was used to try to push the fragments out of the femur. We used the endobutton depth gauge to assist in retrieval of the drill bit fragment. No additional holes were drilled, just a larger hole.